Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (7.5 mg/ml at 0.0603 mg/hr) via an implantable pump. It was reported that during the follow up visit, the physician saw inflammation on the pump pocket after confirming the presence of pus. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician removed the whole system on (B)(6) 2025. The physician did not have criteria to use antibiotics before this explant. The physician stated that the patient did not have any falls, accidents or other issues related to the event. The physician replaced the new system on the left abdomen (B)(6) 2025. The physician prescribed diflucan 150 mg due to fungus suspicious infection. There were no lymphocytes and there was normal cbs with differential. The pump is still working very well and pending to be refilled on (B)(6) 2025. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that the physician was asking infectiology department at the hospital in san lucas and after reviewing the case determine the physician put the patient on antibiotic treatment and did not replace the pump and waiting for new medical tests results. The patient has follow-up on (B)(6) 2025. The patient stated that they notify medtronic once they receive new information.